Event description:
The lumen of the evo stent catheter through where the wire guide has to be inserted is obstructed so they could not insert the wire guide. A section of the device did not remain inside the patient¿s body. They opened a new evo stent. They did the procedure without problems. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When they tried to insert the wire guide inside the lumen of the catheter of the evo. 2. What endoscope type and channel size was used? Olympus duodenscope. 3. What was the position of the elevator? N/a. 4. Details of the wire guide used (diameter, type, make)? Acrobat ii wire guide, 0,35¨ 260 cm length. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 7. Please advise the anatomical location of the intended target site. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? 0 cm. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, same day. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: this information is not necessary because the episode occurred outside the patient. Only the wire guide was inside the patient and the wire guide was ok. 1. What was the length and diameter of the stricture? 2. Where was the stricture located in the body? 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. 5. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? N/a. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Other. 2. If other, please specify during insertion of the wire guide into the lumen of the catheter of the evo stent. 3. Was the directional button pressed during use? N/a. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. 5. Was the yellow marker kept in view during deployment? No deployment. 6. Are images of the device or procedure available? No. Questions related to during introducer withdrawal : this information is not necessary because the episode occurred outside the patient. Before introducer withdrawal 1. Are images of the device or procedure available? No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) this information is not necessary because the episode occurred outside the patient before deployment of the stent 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning?

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 01-aug-2024.

Manufacturer narrative:
Device evaluation: this complaint was initiated as the user and/or rep stated the following: ¿the lumen of the evo stent catheter through where the wire guide has to be inserted is obstructed so they could not insert the wire guide.¿ the evo-fc-10-11-6-b device of lot number c2064297 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 19th oct 2024. Refer ¿returned product ¿ notes¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned, ¿ red shuttle on 4th dimple, ¿ directional button in recapture position, ¿ safety wire still in place upon return, ¿ damage observed on zip port, ¿ no damage observed on tip of delivery system, ¿ flexor kink observed just below yellow marker approx. 12cm from white tip, ¿ polyimide kink noted below yellow marker. Functional inspection: ¿ 0.035" wire guide does not pass kink below yellow marker, ¿ handle actuated fine for deployment and recapture, ¿ stent deployed with no issue, ¿ safety wire removed with no issue, ¿ stent released with no issue. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. The IFU which accompanies this device instructs the user to" remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port (fig. A1, a2)." Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user technique. As noted in the lab evaluation, the polyimide and outer sheath were both kinked at the same location (below the yellow marker). When attempting to backload a 0.035" wire guide through the lumen of the evo device, the wire guide could not pass the kinked polyimide in the lab. As per engineering input, it is possible that the inner catheter and outer catheter kinked when the user was advancing the device over the wire guide and/or the wire guide itself was torqued or had some residual torque force in it causing the inner catheter to twist. The damage noted on the zip port could have possibly occurred during deice preparation when attempting to repeatedly backload the wire guide through the lumen of the device. Another possible root cause for the zip port damage is transportation and storage of the device when sending the device back to cirl for evaluation. Additionally, it is unknown if the zip port was facing upwards and slightly curved when backloading the wire guide through the lumen of the device. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. According to the customer and/or reps testimony ¿they opened a new evo stent. They did the procedure without problems¿. Complaints of this nature will continue to be monitored for similar events.